Event description:
Hcp reported patient had urinary retention since insertion of deep brain stimulation pulse generator in 2001. Pt had their foley catheter replaced and was treated with bactrim and flomax. After numerous unsuccessful attempts at voiding trials, patient had transurethral resection of the prostate in 2001. Pt had no complications post-surgery.